Manufacturer narrative:
An event of a high gradient was reported. Gross morphological and histopathological examination revealed calcifications on all three leaflets. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces on all three leaflets. Additionally, fibrous thickening was observed on all three leaflets. All three leaflets displayed incomplete coaptation under non-physiological conditions. There were no inflammation present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, the coalesced calcified nodules and the resulting restriction of leaflet mobility are consistent with information from the field regarding the high gradient observed.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. The patient was reported to be suffering from acute coronary syndrome since the beginning of (B)(6) 2018 which started with an atrial fibrillation episode which required resuscitation. Imaging showed coronary artery disease progression and a high gradient through the aortic valve prosthesis. On (B)(6) 2018, the valve was explanted and replaced with a 23 mm trifecta gt valve. One additional bypass graft and mitral valve repair was also performed.